Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity since generator replacement surgery. Prior to generator replacement surgery, the pt experienced approximately 1 seizure every other month. When the pt's seizure frequency increased, pt underwent generator replacement surgery and again experienced approximately 1 seizure every other month for the first couple of months. Over the past few months, the pt's seizures have gotten worse and more frequent. The pt experienced 10 seizures in one day and was subsequently hospitalized. The pt's family member reports that when family member attempts to abort a seizure using the magnet, it does not seem to be as effective as it was prior to generator replacement surgery. Prior to generator replacement surgery, magnet use would completely abort the pt's seizures. Since generator replacement surgery, magnet use may shorten the pt's seizure or lessen the intensity but it no longer aborts the seizure. Initial attempts at device diagnostic testing were unsuccessful, but subsequent attempts were within normal limits. Treating neurologist plans to perform additional device diagnostic testing at next office visit. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.

Event description:
Further follow -up revealed that additional device diagnostic testing was within normal limits, indicating proper device function. One normal mode test and four lead tests in varying positions (patient sitting up, patient laying down, patient's head turned to left, patient's head turned to right) were performed. The patient did not cough or experience any hoarseness with any of the device diagnostic tests as patient had in the past. Evoke potential monitoring was performed, during which no abnormal wave form was noted, indicating no discontinuities in the bipolar lead. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Although no device malfunction was noted during device diagnostic testing, both the patient's family member and treateing neurologist have decided that the ncp system should be replaced.